Event description:
During in-service inspection on a new device, it was reported that the display flickered and it failed to boot up. The reported failure was an out of box failure. There was no report of patient use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device at the failure analysis center and verified the reported failure. Physio determined the cause of failure to be the ground plane conductive foam touching the back of the power pcb. The foam caused the device to only flicker when a battery is installed in either well and fail to boot up. A replacement device was provided to customer.